Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: evaluation of the system monitor confirmed the reported event of the touchscreen being unresponsive. Unable to conclusively determine the root cause. The system monitor was tested and returned to the customer's site. A corrective and preventative action (CAPA) was opened to further address the issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The system monitor was received into inventory on 20mar2006. The system monitor shipped to the customer on 25may2006. The unit was manufactured on 13mar2006. Resistive touchscreen part number 101219. Heartmate ii power module instructions for use revision b states if the screen does not work, contact thoratec's technical service department. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor touchscreen was unresponsive in the upper right corner of the screen. The system monitor was replaced.